Event description:
It was reported the patient was experiencing pain at the ipg site for approximately 6 months. It was also stated the patient had fallen. Consequently, the patient may undergo surgical intervention to address the issue.